Event description:
Resident positioned in tub chair. Left side flaccid. When chair moved forward to move out of tub left leg relaxed and rubbed on track causing laceration 4cm x 1cm jagged deep on lt mid calf requiring sutures.